Event description:
It was reported that during implant of this lead, the plastic ends of the lead detached and entered the patient's circulation. A health care professional (hcp) indicated that the surgery had to be stopped and the patient was then transferred to an unknown specialty facility. This lead was attempted, but not implanted. No additional adverse patient effects were reported. The product is in hospital possession at this time. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during implant of this right atrial (ra) lead, the suture sleeve detached from the lead and entered the patient's circulation. It was noted that only one suture was used to stabilize the lead instead of three. A health care professional (hcp) indicated that the surgery had to be stopped and the patient was then transferred to a specialty facility. Upon arrival at the new facility, a physician was able to remove the suture sleeve with a specialty catheter with no further complications. This lead was attempted, but not implanted. No additional adverse patient effects were reported. The product is in hospital possession at this time. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This report is being filed to correct the following fields from the previous submitted report. B5: describe event or problem g3: bsc aware date h6: impact codes.